Manufacturer narrative:
The company representative observed the fault code #65 (safety vent failure). The company representative replaced the manifold drive ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown and generated a "system failure" alarm. The patient was switched to another unit, and therapy was continued. No patient injury was reported.